Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An account manager reported that a site had unexpected outcomes on eight patients based off of refractive analysis system recommendations. If original pre-operative plan would of been followed, results would have been much closer to the target outcome. Upon follow up, photo refractive keratectomy (prk) is being considered in the future for this patient. There are eight related reports. This report addresses the patient number four's right eye and other manufacturer reports will be filed for the remaining patients.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Patient is scheduled for lasik in two months.

Manufacturer narrative:
Related information was requested but was not obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. However, an internal investigation has been opened on this issue. (B)(4).

Event description:
Upon additional follow up, this report addresses patient number three's right eye and not patient four as previously reported.